Manufacturer narrative:
Manufacturing review: the sample was not returned by the facility for further evaluation; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint related to an allegation of reocclusion for corporate lot number gfcs3003. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: inconclusive as the sample was not returned by the facility for further evaluation. Past medical history includes the following: diabetes type2, dyslipidemia, hypertension, anemia and end stage renal disease (esrd). It was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat target limb. Approximately 11 months post index procedure, high venous pressure and prolonged bleeding post dialysis was identified in the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The physician states that the relationship to the device was possibly related and the relationship to the procedure was not related. No adverse patient outcomes were reported. Label review: based on the instructions for use (IFU), states potential adverse events which may be associated with a peripheral balloon dilatation procedure includes: occlusion.

Event description:
It was reported through a clinical registry that during the index procedure a lutonix drug coated balloon (dcb) catheter was used to treat target limb. Approximately 11 months post index procedure, high venous pressure and prolonged bleeding post dialysis was identified in the target lesion. A fistulagram and an angioplasty were performed, which improved the blood flow. The outcome of the event was resolved and the patient has recovered. The physician states that the relationship to the device was possibly related and the relationship to the procedure was not related.